Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, high impedance and oversensed noise when a left ventricular assist device was implanted too close to the tip of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).